Manufacturer narrative:
The original complaint received stated that during a procedure, the physician was unable to release the precise stent. There were no reported patient complications. When the product was returned for evaluation, it was noted that the stent was partially deployed, the radiopaque marker was flared and split, the inner shaft had a kink and the stent was able to be deployed without difficulty. The target lesion was the carotid artery. The characteristics of the vessel are unknown. An angioguard device was inserted and placed in position beyond the lesion and a balloon catheter was advanced without difficulty to pre-dilate the lesion. Following pre-dilation, the stent delivery system was advanced through an 8fr. Cordis guidecatheter. There was no resistance when advancing the stent and there was no difficulty crossing the lesion with the stent. All slack was taken out of the delivery system, but it is unknown if the tuohy-borst valve was loosened prior to attempted deployment. During deployment, the physician was unable to release the stent. Therefore, the physician removed the stent and another precise stent was placed to successfully complete the procedure. There was no reported patient injury. Based on the information available, it appears that the problem experienced by the customer may have caused by the operational context of the device and is not related to a product quality issue. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The original complaint received stated that during a procedure, the physician was unable to release the precise stent. There were no reported patient complications. When the product was returned for evaluation, it was noted that the stent was partially deployed. The age and gender of the patient is unknown. The target lesion was the carotid artery (side unknown). The characteristics of the vessel are unknown. The physician made access in the right femoral artery. An angioguard device was inserted and placed in position beyond the lesion and a 3mm x 2cm coronary balloon was advanced to pre-dilate the lesion. There was no difficulty crossing the lesion with the balloon. Following pre-dilation, the stent delivery system was advanced through an 8fr. Cordis guidecatheter. There was no resistance when advancing the stent, and there was no difficulty crossing the lesion with the stent. All slack was taken out of the back of the delivery system, but it is unknown if the tuohy borst was loosened prior to attempted deployment. During deployment the physician was unable to release the stent. Therefore, the physician removed the stent and another precise stent was placed to successfully complete the procedure. The patient evolved without neurological deficit and is well until the present date. When the device was returned for evaluation and testing, the stent was partially deployed; the radiopaque marker was flared and split, and the inner shaft had a kink.